Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure, a faradrive steerable sheath clear was selected for use. With a 50cc syringe, an air bubble was seen when the sheath was aspirated. No further information was provided. The device was returned for laboratory analysis. No patient complications occurred. The issue occurred during preparation. Following replacement of the sheath, the procedure was able to be completed successfully.

Manufacturer narrative:
Device evaluated by MFR.: visual inspection of the device noted that no abnormalities or defects were found on the exterior of the sheath. The faradrive steerable sheath was leak tested and did not pass leak tests. Microscopic inspection also revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path. Inspection of the hemostatic valves did not find any defects or abnormalities linked to a potential contribution to the allegation. B5: describe event or problem- updated to provide more details surrounding the case.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure, a faradrive steerable sheath clear was selected for use. With a 50cc syringe, an air bubble was seen when the sheath was aspirated. No further information was provided. The device is expected to be returned for laboratory analysis.